Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient's rhythm was atrial fibrillation with rapid ventricular conduction. The device detected ventricular fibrillation and treated with anti-tachycardia pacing followed by a shock. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.